Event description:
The patient had a reddened area where the conmed patch was on his chest (used for a cardioversion).======================manufacturer response for electrode, external defibrillator, padpro(per site reporter).======================they provided a different pad for us to try.